Event description:
Boston scientific received information that during the device replacement procedure, this right atrial lead was abandoned surgically due to high out of range impedance measurements and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
A new lead was implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.